Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective u901 component on the c/a board. The root cause for the defective u901 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing discharge profile faults.